Event description:
Immediately called (B)(6) cn, notified baxter team. Clamped heparin tubing. Pump shut down with a continuous blank screen reading improper shutdown. The pump was not touched, the pt was en route to (B)(6). All info was deleted from infusion. Pump # (B)(4). Drug weight based heparin.